Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapler was being used for the second firing on the stomach. After pressing the green button, the surgeon was not able to squeeze the handle and deploy the staples. The stapler was not able to fire. The surgeon tried a new reload, but the same thing happened. In order to resolve the issue and complete the case, used a new handle and a new reload. There was no patient harm. The patient status is alive, no injury.